Event description:
The patient had a history of metastatic colon cancer and successfully underwent radiation to the right lobe of the liver on (B)(6) 2013. She was re-admitted to hospital that night with increasing abdominal pain and worsening liver function tests. Imaging studied revealed significant disease progression in the time between the initial consult on (B)(6) 2013 and the treatment day. The patient developed obstructive jaundice caused by widespread liver metastases and was referred to a hospice on (B)(6) 2013.

Manufacturer narrative:
The initial physician assessment of this event found that the event was non-reportable for therasphere and due to progression of disease. However, a physician's re-assessment of the event has found it to be medically reportable. As per robert diamond, md "liver failure in this time frame is likely due to the y-90 eliminating out too much of the patient's remaining liver reserve."